Event description:
It was reported that around 20 medfusion 3500 feeding pump devices have been showing system failure: primary audible alarm post and alarm bgnd test" during startup of the devices. To clear out these errors, biomedical technician enters the biomed pass codes. No patient injury was reported. Additional information received on 15-apr-2022: most of the pumps have been returned to service after biomed technician cleared out the biomed passcode by inputting the code but he provided 6 pump serial numbers and date of event on (B)(6) 2022. All 6 events happened in the hospital while the pump was in use with a patient.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.